Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, multiple occlusion alarms occurred. Customer¿s blood glucose was 300's mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged fill estimate issue could not be verified. Additionally, the failure investigation has been performed and the alleged occlusion alarm was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.